Event description:
It was reported that the speaker valve lid did not fit or fixate to the valve. No patient injury was reported.

Manufacturer narrative:
Two (2) products were received for analysis of reported complain description speaker valve did not fit/fixate to the valve. Samples were visually inspected with un-aided eye. It was observed that 5 components were received: 2 oxygen port caps, 2 main bodies and 1 cosmetic cap. No apparent defects are identified. Samples received were assembled: two (2) oxygen port cap and one (1) cosmetic cap were assembly on both main body received. One (1) oxygen port cap is loose as seen on picture. A test was performed to replicate the defect where pressure is applied to the part, when applying pressure to the cap clamps and opening the cap legs and then trying to assembly the component is loose. The packaging for this component is bulk which may cause pressure to this component on the bottom of the bags or any wrong handling during finish good package, transportation or usage could occur. Most probable cause is the clamps were damaged during the handling of the product. Awareness meeting with operators and quality inspectors from assembly about the failure was held and documented. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).